Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the occurrence of "autofill failure" and that the drive regulator was at 320 psi, which was below specifications. To resolve the issue, the stm replaced the compressor due to low drive regulator reading and adjusted the vacuum and drive regulators. The stm also observed physical damage to the strain relief for cable to monitor and error codes 111 and 112, possibly caused by stress on the connector on top of the iabp. To resolve this issue, the stm replaced the coiled cable and performed all functional and safety tests to factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that, upon initiating therapy, the cardiosave intra-aortic balloon pump (iabp) alarmed "auto fill failure". The patient initially had a sensation 34 cc iab placed that the doctor believed to see blood present in the tubing at insertion; therefore he removed it and placed the 40cc iab. All of the connections were tight, and there were no observed kinks in the helium extender tubing. The helium tank was opened and reported to be full. The iabp was replaced with another to continue therapy with no further issues. The patient was in critical condition and therefore company rep could not obtain any additional information. The related intra-aortic balloon complaint has been reported under (B)(4).